Event description:
Customer reported a past low blood glucose event with an unknown cause. Lowest level was not specified, indicated as "low," and customer treated it with gatorade. Control-iq feature was active during the event. Technical support advised consultation with healthcare provider to discuss possible factors affecting blood glucose levels, and customer understood the recommendation.